Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that they had a surgery on (B)(6) 2025 to replace the old implanted neurostimulator. Patient stated that they have had tingling and weakness in their legs which is why the previous implant was replaced. Agent asked the patient when these issues started and the patient did not know.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.